Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off during use event on 06-june-2024. The infusion set was used for 1 day. The blood glucose level was noticed 110 mg/dl. No further information available